Event description:
It was reported that during implant attempt, there were positioning difficulties with two leads. The leads were not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed). Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid in the distal conductor (not obstructed).